Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. The battery compartment was reported to be cracked; the top of the battery cap was worn. The yellow o-ring was visible at the battery cap when the cap was secured to the pump. There was no moisture or corrosion in the pump alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 08/10/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the pump history showed multiple pump reboots. A visual inspection of the pump confirmed multiple cracks in the battery compartment. The battery cap was not returned with pump. A test battery cap was used for all testing. The test cap was able to tighten securely to the pump and maintained electrical connection. During testing, the pump powered on with no power loss occurring. The pump was opened and no moisture or damage was found on the printed circuit board.